Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and determined multiple hardware malfunctioned. The fse replaced the solenoid valve, mix motor, ise bipolar driver circuit board, and mixer which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed system performance successfully. No further issues were noted after part replacement. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported of getting erroneous patient results for ise (ion selective electrode) which includes sodium (na), potassium (k), and chloride (cl) with low anion gaps involving their dxc 700 au clinical chemistry analyzer. The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.